Event description:
It was reported by russia that during service and evaluation, it was determined that the oscillating saw attachment device produced heat, had moving parts that did not move smoothly and had cosmetic damage-worn. It was further determined that the device failed pretest for general condition and check the oscillation frequency with frequency meter. It was noted in the service order that two oscillating saw devices did not work along with four quick coupling devices, a saw attachment device, two radiolucent t-drive devices and an oscillating saw attachment device. It was reported that there were no delays to the surgical procedure. It was not reported if a spare device was available for use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device did not work was not confirmed. Therefore, an assignable root cause for the reported condition of does not function was not determined. However, during evaluation, it was determined that the device produced heat. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).